Event description:
After administration of 2 separate covid tests at different locations, I had asthmatic reactions with swelling of my nostrils with burning sensation and numbness in my face, nose, eyes and sore throat. Along with a headache and wheezing and needed my rescue inhaler and took allergy medicine. FDA safety report ID# (B)(4).